Event description:
It was reported that a pump alarmed a system error 322 (link switch error) during an infusion (medication, programmed amount and delivery rate unknown).

Manufacturer narrative:
(B)(4). System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.